Event description:
It was reported that the pt had a colon resection procedure, (anastomosis performed after a colostomy). The staples did not hold on the tissues on more than 1/2 suture. The surgeon finished the procedure with manual sutures. During the night, the pt had some pains and a septic shock and had to be re-operated. The pt was then urgently operated for a colic obstruction/peritonitis (distended colon/very thin tissues). The surgeon reinforced the staple line with a manual suture. Later the pt was transferred (critical state) to an intensive care of a bigger hospital. Three days after the transfer, the pt died.

Manufacturer narrative:
Info not available, device not returned for analysis.